Event description:
The manufacturer receiving an allegation related to the oxygen regulation alarm. There was no harm or injury reported. The device was evaluated by third party field service engineer and the customer's complaint was confirmed. The device's oxygen blending module board and oxygen blending module harness needs to be replaced to address the issue.